Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 after a successful trial phase with nalu. On (B)(6) 2024 the patient notified a nalu representative that there was swelling and tenderness around the location of the implantable pulse generator (ipg). Lab testing was performed and patient was prescribed prophylactic antibiotic ointment for the site. Per the physician, lab results did not show any presence of infection and patient appears to be rejecting the device. A surgical explant was performed on (B)(6) 2024.

Manufacturer narrative:
There are no complaints regarding system operation and lab testing confirmed no infection was present. It is unclear why the patient appeared to be rejecting the system more than 6 months after the initial implant.